Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, damaged locking components were found due to excessive handling. The service report also notes the safety lock was damaged, there was a screw loose, the tool cannot be removed, it was noted to have vibration during testing, and failed temperature test.

Event description:
The customer reported that the milling cutter got jammed. This is report 1 of 1 for complaint (B)(4).